Event description:
A ureteral stent was placed three months earlier. The doctor attempted to replace this stent during a later surgery. He was met with resistance on attempting to remove the old stent because of possible encrustation. He decided to leave the stent in at the time. The patient will be having the stent removed this month cystoscopically under anesthesia. The doctor stated that the stent should last six months; however he has been having similar problems with other patients. Additional reports will be submitted regarding similar problems.